Event description:
IV pump not infusing medications even though it said it was. Nurse reassessed antibiotic and saw fluid level wasn't changing and realized pump was malfunctioning. FDA safety report ID # (B)(4).